Manufacturer narrative:
Correction: first notification date/original date received by manufacturer was 17 september 2025.

Event description:
It was reported that during a remote follow up, undersensing was noted on the insertable cardiac monitor (icm). Abbott technical support was contacted and the device was reprogrammed. The patient was in stable condition.